Event description:
Using a coupon, I purchased "clear care plus" contact lens cleaner, which was located with all of the other cleaners on the store shelf. Poured liquid into the palm of my hand and used my index finger to clean lenses and then rinsed with add'l liquid, as I always do and then put lens into my right eye as I always do. Immediate excruciating pain ensued; causing me to try to pull out my lens, which I finally was able to do. Flushed my eye continually, thinking that my product may have been tampered with. With eye pain only getting worse. I decided to go to the emergency room where I had my eye flushed professionally and was checked for vision and irritation. When the dr pointed out that the product, which I brought with me, contained peroxide, and was not meant to be used as my usual cleaner. I looked at the packaging and was very angry to see nothing on the front of the box which would have warned me of this danger. That, coupled with the dr's comment that "we've seen this a number of times" made me even more angry. I called the company, who, after some discussion agreed to pay my medical bills, still leaving me with lost wages for the day. I am a careful consumer of average intelligence who was blindsided by this. This packaging needs to be changed. Consumers need to know in the store that they are purchasing, not at the time before they pull in their contacts (when they are obviously sight impaired) in their bathroom. After investigating this online I see that the FDA has repeatedly allowed this company to put bandaids on this situation at the expense of the injuries like mine. This has to stop. Date the person started taking or using the product: (B)(6) 2018; date the person stopped taking or using the product: (B)(6) 2018.